Event description:
Incident occurred on monday about approximately 11pm and then went on into tues approximatley 12:00 am. Family member gave customer 10 units of humalin n, at normal time of 9:30pm. The customer normally takes 15 units, but all was normal so just gave 10 units. Family member took reading the day before at 10:15pm and got 130/134 mg/dl, family member waited about 15 minutes and then tested again, and then got 245 mg/dl, gave no insulin, customer then went to bed, then the family member about 4:00 or 5:00am, family member went to wake customer and could not get pt to move, family member picked pt up, went to rest room, pt was getting sick in rest room. Family member some juice to bring up glucose, family member called emergency needed technician at 6:00 or 6:30am, emergency medical technician arrived 6:45/7:00am, emergency medical technician took reading on their meter and got reading of 201 mg/dl, emergency medical technician gave pt an IV in the ambulance and then arrived at ER, unk time, in ER pt had blood drawn from the arm, and then came back and told family member that pt had a low blood sugar seizure, family member did not recall value given on hosp meter. The device was replaced and requested to be returned for eval.